Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headache"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2013 and hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and headache outcome was unknown. The reporter considered dyspareunia, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event "injury" was replaced with pain. Additional new events were added - dyspareunia (painful sexual intercourse) and headaches. Essure insertion and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.